Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis chipped out on lower left front corner of top case and cracked on right plunger case was identified during the physical inspection. Event log history was performed and indicated that force sensor bridge test error was recorded in history. During analysis, the reported issue was unable to be duplicated. Customer manipulated the pump during itself test by entering the biomed code customer was able to clear the force sensor test error. Based on the evidence, the complaint was not confirmed. This issue was customer induced via the customer?s disturbance of the pump during its self-test process. This was determined by observing that the steady state reading of the force sensor was significantly lower than the force sensor reading recorded in the ehl during the pump?s startup self test. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a force sensor failure was experienced at start up.